Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pulse generator associated with this right ventricular lead had reached elective replacement indicator (eri). Therefore, a procedure will be scheduled for the near future to replace the device, and the physician is considering revising the lead at that time. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the device and lead remain in service, and the replacement procedure has not yet been scheduled. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that high pacing impedances greater than 2000 ohms along with increased pacing thresholds were detected on this right ventricular lead at a routine follow up. It was noted these measurements had been rising for the past 7 months. All other diagnostics were noted to be stable. The physician decided to continue to monitor the patient with normal follow ups and no remedial action taken at this time. No adverse patient effects were reported.

Event description:
Additional information was received that during a normal device replacement procedure, this lead was surgically abandoned and replaced due to the ongoing lead issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.